Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that some essentials of the internal components for the normal functioning of the k-wire attachment device were damaged. During the pre-repair diagnostics assessment, it was determined that the device had a general wear of the internal components. It was further determined that the device failed for verify the physical state of the equipment, needle gripping system, insert a needle of 0.6 mm and drill over a piece of wood, needle of 1.6 mm, normal run: connect the ref 05.001.080 and activate the trigger and for verify undesirable oscillations. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.